Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during harvesting, co2 ventilation was not performed properly and visibility was poor, so it was determined that this was a problem with the vasoview hemopro 2. The product was discontinued and a new one was issued, and visibility was improved. There was no procedural delay. There were no health problems for the patient, and the defective product could not be collected, as it was to be disposed of at the hospital.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot # 3000433775 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.